Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-13074. It was reported the patient was no longer receiving pain relief on their left side due to lead migration confirmed by x-rays. Reportedly, diagnostic testing identified high impedance values on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2018 where the lead was replaced and therapy was restored postoperatively. The issue is resolved.